Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device after a percutaeous transluminal coronary angioplasty procedure. Reportedly, after the plunger was deployed, and was retracted, no sutures were retrieved. A non-abbott device was used to achieve hemostasis. The physician is reportedly trained in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete. A follow up report will be submitted with all additional

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned body of the device including, handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal. There was no indication of a product quality deficiency that would contribute to the reported cuff miss. The posterior cuff was still loaded on the foot. Both cuffs were attached to the link and the anterior cuff tab was damaged. The anterior cuff detached from the needle tip, which was a direct result of the posterior cuff miss. Because the needle did not engage the posterior cuff, the cuff was not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the anterior cuff detaching from the needle. Possible contributing factors for needle deflection that resulted in the posterior cuff miss include, but are not limited to, manufacturing deficiencies, challenging anatomical conditions, and deployment techniques. The needle trajectory of every device is verified during the manufacturing process. During the investigation, the plunger was inserted to test the needle trajectory and the results met the manufacturing criteria. There were no challenging anatomical conditions reported or definitive evidence in the evaluation of the returned device to suggest incorrect technique. Based on the investigation findings, the probable cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or failure to position and maintain the device at a 45 degree angle throughout deployment as evidenced by the needle strike mark on the posterior foot and the bent needle near the follower. There was no manufacturing or quality deficiency detected. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint-handling database did not reveal any other incidents reported from this lot. Based on the investigation, there does not appear to be any indication of a product quality deficiency.